Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
Patient information was not made available from the site. Patient archives have not been provided for software analysis. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, the surgeon had just finished implanting one of the bolts (6th in the order of the implantation; 8 electrodes for the whole surgery) and were about to start implantation of the next one when the navigation system initiated self-restart. The actions with s7 cranial software were the same as for all the previous bolts. The navigation system was in the navigate mode. Synergy cranial software quit while in navigate then went back to the main screen. They were using synergy cranial software to implant eeg electrodes. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction: this device is not a single-use device that was reprocessed and reused on a patient. Analysis of the log files found that the logs do not contain anything that specifically indicate why the system became unresponsive, however, the symptom is consistent with an existing software investigation documented in a medtronic navigation software anomaly tracking database.